Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(6) displayed user advisory (ua)41 (patient temperature sensor failure) error message was confirmed based on the archive data review but not confirmed during the functional testing. No device malfunction was observed that could have caused or contributed to the reported ua41 error message. However, the storage condition of the platform is not known. Improper storage conditions of the autopulse system most likely contributed to the occurrence of the ua41. Factors such as ambient storage condition (e.g. A fire truck sitting in a hot and humid environment and/or being exposed to direct sunlight for long hours) as well as using the platform on a soft surface that may block air vents will increase the internal temperature of the autopulse platform and could potentially cause the occurrence of the ua41 error message. During the visual inspection, unrelated to the reported complaint, the head restraint wire was observed to be heavily frayed. The physical damage was unrelated to the reported complaint and appeared to be the characteristics of normal wear and tear and/or user mishandling. Top cover was replaced to address this issue. In addition, the encoder drive shaft was not rotating smoothly and exhibits binding and resistance. The root cause was due to wear and tear. The autopulse platform was manufactured in march 2014, and it is over 6 years old, exceeded its expected service life of 5 years. The archive data review showed multiple ua41 (patient temperature sensor failure) error message to have occurred on the reported event date; thus, confirming the reported complaint. The autopulse platform passed initial functional testing without any fault or error, and therefore, the reported complaint could not be replicated. In addition, blowing hot and cool air directly to the location of the temperature sensor mounted. Observed the sensor response respectively to the temperature increase/decrease. Nevertheless, the temperature sensor cabling was replaced as a preventive precautionary measure, as the sensor may have had some intermittent technical problems that could not be directly identified during the functional testing. After service completion, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test battery until discharged without any fault or error. The autopulse platform passed all functional tests.

Manufacturer narrative:
Zoll has not received the autopulse platform (sn (B)(4)) for investigation. A follow-up report will be submitted when the platform is returned and investigation has been completed.

Event description:
During shift check, the autopulse platform (sn (B)(4)) displayed user advisory (ua) 41 error message. No patient involvement.